Event description:
Healthcare professional reported left side ¿encapsulation, pain, edema, hot, e a lit bit of liquid,¿ "horrible burn sensation," "granuloma induced by silicone¿ and capsular contracture, baker grade iii. Treatment with nimesulide and clindamycin hydrochloride. The device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, seroma-late and capsular contracture, baker grade iii.